Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported false detection of set in load point 3/4 which was reproduced. A review of the event history log identified false detection of set in load point 3/4. The reported condition was verified. The cause was determined to be processor board with use of known good component. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a false detection of set in load point 3/4. The process step and the location where the problem was found were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.